Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned armada catheter noted blood on the balloon, consistent with handling. There was contrast in the inflation lumen and in the balloon, consistent with preparation of the device. The balloon was loosely folded, suggesting positive pressure may have been applied or mishandling of the device occurred. The distal end of the balloon was bunched distal to the distal marker for a length of 2.5 mm, indicating that the balloon experienced resistance moving distally over the balloon material. The proximal end of the shaft was loose inside the hub. There was no separation noted as reported. There was no other damage noted to the balloon catheter. Based on the reported information and condition of the returned unit, it appears that the distal end of the catheter (over the balloon) was subjected to a distal force with the hub of the device remaining stationary, causing the balloon to bunch as noted and the shaft to pull out distally from the hub. The severity of this damage suggests excessive force was applied to create the damage observed on the returned unit. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot and there have been no other incidents reported for this lot. Overall, the reported difficulties and subsequent damage noted on the returned unit appear to be related to mishandling of the device. There is no indication to suggest a product quality deficiency. All balloon catheters are subject to a visual inspection. Additionally, the profile dimensions are confirmed by visual and dimensional checks on the manufacturing line before release.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional, relevant information.

Event description:
It was reported that during device preparation, prior to use in the anatomy, the shaft separated at the proximal part. The device was not flushed. The device was not used and there was no patient involvement. No additional information was provided.